Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, patient reported her infusion set had become disconnected from her body and was leaking 4 days ago. She stated she was having higher readings during all of this. Patient reported she no longer has the infusion set that had become disconnected and leaked. She stated the site had been changed and the old infusion set had been disposed of. Patient reported the new site is not leaking. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.